Manufacturer narrative:
Thv/tvt registry. (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was discarded following the procedure and is not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to the stroke. It was perceived that calcium debris from the aortic valve contributed to the stroke. Investigation results suggest/indicate in addition to procedural factors (balloon rupture during valve post dilation), patient factors (female gender, advanced age, valvular calcification) contributed to the reported stroke post procedure. The calcification in the stj likely contributed to the balloon rupture during post dilation of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed. During the post-dilation of the valve, the delivery system balloon ruptured. Calcification in the stj was evident on fluoroscopy. Following the completion of the procedure, the patient was transferred to recovery. While in recovery, the patient experienced left side weakness and was deemed to have stroke symptoms. The patient appeared to be recovering, then later, the patient¿s condition worsened. The physician reported that another procedure was performed in which he found and removed calcium debris from the middle cerebral artery. Information regarding the native annular diameter and the degree of valvular calcification and stj calcification was not provided. It was perceived that calcification in the stj contributed to the balloon rupture during post dilation of the valve. It was perceived that calcium debris from the aortic valve contributed to the stroke. The esheath and delivery system were discarded following the procedure and are not available for evaluation. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.